Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device. However, the report of red heart alarms was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead) that was returned for evaluation. Approximately 10¿ of the external portion/distal end of the percutaneous lead was returned for evaluation. The analysis of the returned portion of lead revealed a breach in the green wire at the metal end. The breach appeared to be due to abrasion from the braided shield as a result of repetitive flexing of the lead in this location. As a result of the breach, the underling wire conductor was exposed. The green wire represents a redundant wire in motor phase 1. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wire contacting the braided shielding. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient presented for a routine visit, a cut was observed in the patient's percutaneous lead (lead). The center attempted to tape the area of the lead that had a cut in the silicone, but when the attempt was made the system controller alarmed with a red heart. In addition, the system monitor reflected low speed and pump stop events. The lead was repositioned and the alarms stopped. The manufacturer performed a percutaneous lead repair on (B)(6) 2014.